Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06522 and 2134265-2015-06520. It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The first target lesion was a 90% stenosed, concentric, de novo lesion located in the severely calcified mid right coronary artery (rca). A 4.00 x 20 synergy stent was advanced to treat the lesion. However, during inflation, it was noted that the stent strut was deformed. The device was removed and pre-dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. Subsequently, another 4.0 x 20 synergy stent was advanced; however, its struts were also deformed during inflation. The device was removed and a non-bsc guide extension catheter was advanced. A 4.0 x 24mm synergy stent was successfully advanced and implanted to the rca. The second target lesion was located in the proximal circumflex (cx) artery. After pre-dilatation was performed twice with a 2.0x10mm non bsc balloon catheter, a 3.0 x16 synergy&#10259;tent was advanced but failed to cross the lesion. The device was removed from the patient and a 3.0 x 12 synergy stent was attempted to be implanted. However, during manipulation of the device, the shaft broke. The device was removed and dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. A 3.0 x 12 synergy stent was then advanced and was successfully implanted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The hypotube was broken and the proximal section of device (proximal section of hypotube, catheter strain relief and hub) were not returned for analysis. A visual examination of the crimped stent found that the proximal half of the stent was damaged. Stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. In addition, the struts in the centre of the stent were bunched and distorted. It was noted that the stent had moved distally on the balloon so that the distal end of the stent was located over the distal markerband. This type of damage is consistent with the stent encountering resistance while advancing the device followed by subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken at 790 mm proximal to the hypotube/midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06522 and 2134265-2015-06520. It was reported that shaft break occurred. Vascular access was obtained via the left radial artery. The first target lesion was a 90% stenosed, concentric, de novo lesion located in the severely calcified mid right coronary artery (rca). A 4.00 x 20 synergy stent was advanced to treat the lesion. However, during inflation, it was noted that the stent strut was deformed. The device was removed and pre-dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. Subsequently, another 4.0 x 20 synergy stent was advanced; however, its struts were also deformed during inflation. The device was removed and a non-bsc guide extension catheter was advanced. A 4.0 x 24mm synergy stent was successfully advanced and implanted to the rca. The second target lesion was located in the proximal circumflex (cx) artery. After pre-dilatation was performed twice with a 2.0x10mm non bsc balloon catheter, a 3.0 x16 synergy stent was advanced but failed to cross the lesion. The device was removed from the patient and a 3.0 x 12 synergy stent was attempted to be implanted. However, during manipulation of the device, the shaft broke. The device was removed and dilatation was performed with a 3.0 x 20mm non-bsc balloon catheter. A 3.0 x 12 synergy stent was then advanced and was successfully implanted. No patient complications were reported and the patient's status was stable.